Event description:
Customer reports the following discrepant results, on separate occasions, within 10 minutes on his accuchek compact system: 122 mg/dl 50 24 mg/dl, and 237 mg/dl to mg/dl. No action was taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.